Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) (B)(6) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results and (B)(4) (B)(6) olympus subsidiary for hmi (hygiene microbiological investigation) has not yet been provided. Below are information on customers cds checklist: cds: paa_cds machine soluscope 4 aer/ewd reprocessor: model name: soluscope s4. Detergent name: soluscope cln. Disinfectant name: soluscope apa. Pre-cleaning: aspiration of water through the instrument / suction channel / fluhsing channel : a/w . Channel, auxiliary water channel. Detergent used : ddn9. Manual cleaning : ddn9. Brush model : asept in med réf 201790. Brush points: no information. Scope storage: horizontally placed. Scope service and maintenance : by olympus. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the hygiene microbiological investigation report, the device evaluation, the legal manufacturer's final investigation and the hmi customer microbiological results. B6: updated with the hmi customer microbiological results. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found though there were several technical defects such as the light guide cover lens was cracked, the plastic distal end cover and key top were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.